Event description:
I started having severe fatigue, increased depression, increased anxiety, constipation, increased tremors, night sweats, brain fog. A lot of these symptoms have been present for years but I can't pin point when exactly it started, but since july it has become bad enough to affect my ability to perform my daily tasks. FDA safety report ID # (B)(4).